Event description:
Report received of a transducer crack causing bleed back and blood loss. It was reported that a pt was receiving an infusion of hyperalimentation and hydration solution. At some point after the start of the infusion, it was noted by the clinician that blood was backing up the line and leaking out of the crack in the transducer. The amount of blood loss was not quantified. The set was changed and the infusion resumed with no further problems. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.